Event description:
Occluded or broken portacath was removed and replaced with another portacath in left subclavian. Portacath sent to lab for risk management. Per md operative note, the portacath demonstrated a flattened, cracked area at the point which the catheter went under the clavicle.